Event description:
It was reported to philips that the system¿s c-arm was unable to perform geometry movements, which resulted in aborting the surgical procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.